Event description:
It was reported there were high impedances during implant. Impedance measurements were consistently >4000 ohms on all electrode combinations except case and electrode 1. The lead was re-inserted into the stimulator a "few" times, but this did not resolve the issue. There were no obvious integrity issues visible, and nothing "remarkable" had occurred during the procedure. The lead had already been implanted for 2 weeks, and it had been used during the patient's trial before permanent implant. During the trial the lead provided "good" stimulation. The issue was resolved by removing the stimulator that was to be implanted. The patient was doing "fine" and was going to be rescheduled for a permanent implant in the future.

Manufacturer narrative:
(B)(4).